Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to the following fields: h4 and h6. Device was not returned for evaluation and the complaint could not be confirmed. Based on the results of the investigation, a definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported, that the evis exera iii xenon light source, displayed a scope communication error b30 on multiple towers. Swapping scopes did not resolve the issue. Turning the unit off and back on temporarily cleared the error, but the scope communication error b30 would reappear when the scope was moved. There were no reports of patient harm.

Manufacturer narrative:
In speaking with the olympus technical assistance center (tac). The customer reported, that they do not have the scope, nor any other scopes to troubleshoot. Tac advised, the customer to call back when they have the scope. And two additional scopes available for troubleshooting. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.